Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had no symptoms. Treated with manual injection. Customer's blood glucose value was 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. Customer outcome pump will be replaced. The product was returned for analysis.

Manufacturer narrative:
Findings: unit alarmed motor error during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed self-test, unexpected alarm error test, rewind test, basic occlusion test and displacement test. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial label and stained end cap sticker. No damage or cracked battery cap noted. Drive support disk was inspected and no anomaly was noted.